Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced five infusion set tubing leakage issues between on (B)(6) 2026, where the tubing was leaking at the site. The infusion set was in use for one to two day. The blood glucose level was high and the patient was treated with multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.